Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 4 mdrs filed for the same patient who had multiple revisions spanning 18 years (reference 1825034-2014- 07946 & 08143 / 08145).

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons on (B)(6) 1997, (B)(6) 1998, and (B)(6) 2000. The patient was again revised on (B)(6) 2014 due to a femoral fracture sustained from a patient fall. A competitor stem and head were removed and replaced by a competitor stem and head. The ringloc liner was also removed and replaced by a new liner.